Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath during dwell 1. The patient was connected to the homechoice pro device at the time of the event. The registered nurse (rn) performed a partial drain of 1500 ml; however, the patient continued with the symptom. Renal therapy services (rts) assisted the rn to perform a manual drain to empty, with a combined drain total of 2459 ml. The rn reported draining relieved the symptom. Rts assisted the rn with end of therapy early procedure. The device was operational, and a swap was not necessary. There was no report of medical intervention associated with this event. No additional information is available.